Manufacturer narrative:
The investigation determined that reproducible, (B)(6) results were obtained from a patient sample using vitros anti-hav igm reagent with a vitros 3600 immunodiagnostic system and a vitros 5600 integrated system. A definitive assignable cause could not be determined as the customer declined to troubleshoot the event. Precision testing was not performed to verify that the instrument was operating as expected, therefore atypical instrument performance cannot be ruled out as contributing to the event. Historical quality control data was not provided, therefore the performance of the vitros anti-hav igm reagent could also not be evaluated and a reagent issue therefore could not be ruled out as a contributing factor. Pre¿analytical sample handling could also not be ruled out contributing to the events, as ortho was unable to establish whether the customer was following the sample collection device manufacturer¿s recommendations for sample processing. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The presence of an unknown interferent also could not be ruled out as contributing to the (B)(6) results.

Event description:
A customer obtained (B)(6) results from a patient sample using vitros anti-hav igm reagent with a vitros 3600 immunodiagnostic system and a vitro 5600 integrated system. The (B)(6) vitros anti-hav igm results were (B)(6) when compared to (B)(6) results obtained from testing with vitros anti-hav total reagent, which the customer considered to be the true (B)(6) status of the patient. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The (B)(6) results were not reported from the laboratory. There was no allegation of patient harm as a result of the events. This report is the first of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).